Event description:
It was reported by the affiliate that the (1) tct75 was used during a lobectomy procedure. It was reported that on the second firing, the surgeon could not fire the instrument. The case was completed with another device and there was no consequence to the pt.